Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned and a photograph of the device was provided for evaluation. Visual inspection noted the top jaw overmold was damaged and deformed, however, on the photograph, the top jaw did not look damaged. It was also shown on the photo that there was a tissue buildup on the top moving jaw. A piece of the damaged overmold was missing and was not returned. Functionally, the damage to the top jaw overmold likely occurred when the jaw was grasped on a metal object during activation. It was reported that the device had a component that disengaged. An associated device issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between an active instrument electrode and any metal objects may increase current flow and may result in un intended surgical effects such as an effect at an unintended site or insufficient energy deposition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the jaw of the device was damaged. A part of the tip had disengaged but nothing fell into the patient's cavity. There was no patient injury.